Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Since the product was not available for evaluation, the exact root cause of the allegation could not be determined. The DHR review determined that there were no manufacturing issues and the device was released in a conforming state. No ncs or capas have been noted for this failure mode. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was placed in a non-calcified common femoral artery (cfa) as seen on the ultrasound. This was a retrograde puncture of the common femoral artery. Placing of the angio-seal felt normal however, upon pulling back no tension was felt and the whole device came out. The puncture site was closed by manual compression. The angio-seal was cut open to verify if the anchor, suture and collagen were in the carrier device and not left behind in the patient. A 5fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed, however the account sticks with ultrasound guidance. There were no other devices or equipment used with the reported product. There was no harm to the patient and the patient was in stable condition. Hemostasis was achieved by manual compression.